Manufacturer narrative:
The company representative examined and tested the system, and found it met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A nurse reported the equipment displayed a gray screen then shut off on its own and could not be restarted during a procedure. An alternate system was brought in and used to complete the procedure. There was no patient impact reported.